Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. After replacing the system pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device, which had not been used before, had unexpectedly lost power a few seconds after power on. There was no patient use associated with the reported event,

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device, which had not been used before, had unexpectedly lost power a few seconds after power on. There was no patient use associated with the reported event.